Event description:
Pt's chemo infusion was running. I was in the pt's room preparing for infusion to end and to prep next step in chemo regimen and noticed that the IV line had air in it approximately 10 inches past the pump. Infusion then at that point alarmed that there was "air in line". I turned off the infusion and reported the incident to my manager. Manager took pump out of rotation.